Event description:
Consumer called stating that the left side of the seat on her 6497 commode allegedly cracked from a bracket screw. The right side tubing that connects to the seat is allegedly cracking also. The consumer has been utilizing this commode since 2009. No injury alleged.